Event description:
It was reported that the products showed structural damage. It was identified that when used in conjunction with the trocar sheath code 30160h2 (batch wl10), the external tube was compromised. Following a surgical procedure, a structural failure was confirmed, and subsequent testing revealed that this failure resulted in current leakage. No negative impact in state of health reported. Cross referenced mdrs: 20250014985-2010- 71001. 20250014985-2010 -70980. 20250014985-2010 -71403.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID(B)(4).